Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy in response to af. Patient underwent atrial flutter ablation. Patient was stable post-procedure. Device remains implanted.